Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm while away from home, did not resume insulin delivery, and subsequently developed hyperglycemia, later administering a subcutaneous insulin injection and changing infusion and sensor supplies; the user also reported intermittent postprandial hyperglycemia despite consistent meals and one inaccurate sensor reading compared to a fingerstick. Symptoms included hyperglycemia without reported ketoacidosis, loss of consciousness, or other acute complications. Outcomes included temporary disruption of therapy requiring use of backup insulin and a period of glucose values outside target. Investigation included review of device alerts, user-provided glucose logs, and troubleshooting with the customer care agent. Investigation of this case revealed an occlusion alarm with unknown cause and inconsistent sensor readings, with the user acknowledging delayed response to the alarm and pre-treatment of lows. It was concluded that the cause of the hyperglycemia was unclear, with contributory factors including interrupted insulin delivery due to an unresolved occlusion alarm and potential sensor inaccuracy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.